Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error 53 was noted during testing, and no pump error 53 were found in the insulin pump history or long trace file and in the insulin pump's history menu item. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures seven times within two weeks. The customer¿s blood glucose value was unknown. The customer was not able to troubleshoot and unsure of leading event. The insulin pump will be returned for analysis.